Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The technical support team informed the customer that the reset was a safety feature, and educated them on the necessary steps to restart their cgm sessions and reload the cartridge. The customer acknowledged and understood the explanation and corrective actions provided.